Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019. The patient suffers from multiple dislocation. Glenoid baseplate, humeral cup and glenosphere were removed and replaced by a helmet head. Primary surgery occurred (B)(6) 2018.